Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. This is 1 of 2 reports for this event. The device is not available to the manufacturer.

Event description:
The physician was unable to detach the second coil. The coil jammed inside the microcatheter (subject device). The physician extensively manipulated with the microcatheter in attempt to detach the coil using microguide. It was reported that the patient's "anterior cerebral artery was filled with blood clots". Antithrombotic medication was given to the patient to resolve thrombosis. No further details were provided.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The device was not returned and review and analysis of available information and investigation results failed to identify a definitive root cause for the reported events. Therefore, an assignable cause of undeterminable has been assigned to the reported events.

Event description:
The physician was unable to detach the second coil. The coil jammed inside the microcatheter (subject device). The physician extensively manipulated with the microcatheter in attempt to detach the coil using microguide. It was reported that the patient's "anterior cerebral artery was filled with blood clots". Antithrombotic medication was given to the patient to resolve thrombosis. No further details were provided.

Manufacturer narrative:
Review of the manufacturing records, including relevant device history records (DHR) confirms that the device met all material, assembly and performance specifications. The device was returned with a target coil protruding from the distal tip. No anomalies were noted to the catheter during visual inspection. The device was flushed without difficulty and the target coil was fully expelled from the distal end. A test (0.016¿) mandrel was passed through the lumen of the microcatheter with no resistance noted. The reported coil jammed was confirmed based on the device visual inspection. The target coil jammed while advancing through the microcatheter and the returned target coil was noted to be damaged when returned. No anomalies were noted to the microcatheter which could have contributed to the reported event. It is likely that the coil was damaged during the procedure causing the reported event. Vessel thrombosis is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to the reported patient thrombosis product available to stryker: updated. Device evaluated by mfg: updated.

Event description:
The physician was unable to detach the second coil. The coil jammed inside the microcatheter (subject device). The physician extensively manipulated with the microcatheter in attempt to detach the coil using microguide. It was reported that the patient's "anterior cerebral artery was filled with blood clots". Antithrombotic medication was given to the patient to resolve thrombosis. No further details were provided.